Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The patient suffered a traumatic perforation of ear drum and consequent middle ear infection. The patient had a myringoplasty surgery. The patient was treated with antibiotics (amoxicillin and levofloxacin) in (B)(6) 2015 for 2 months. The patient was hospitalized on (B)(6) 2015. The patient's infection has resolved.

Event description:
The company was informed that the patient's electrode had migrated outside of cochlea. The patient underwent revision surgery and it was revealed that the patient developed an infection on the implanted side. The patient's device was explanted and the patient was not reimplanted at this time. The company was informed that the explanted device was discarded and will not be returned to the company.